Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was an attempted implant. During the implant procedure the physician was attempting to negotiate the lead at the junction of the cephalic vein to the subclavian vein, the vein was transected. The lead was withdrawn and the vein ligated to prevent backbleeding. The lead was damaged so a new lead of the same model was implanted. The physician stated this patient had 'quite fragile veins'.